Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 17/jun/2024.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture-breast and capsular contracture-breast was requested on (B)(6) 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Subsequently, hcp reported implant rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and capsular contracture was received on may 22, 2024, with lot number 2190789. Based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed, as unidentified (tear) opening (shell thickness was within specification). Capsular contracture: unable to observe, as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. The device has been explanted and replaced.